Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc checked the device and the reported phenomenon was not duplicated. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the deterioration of power supply battery because the user facility has been using thd device for more than its durable life.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the power supply of the device turned off. The user facility competed the intended procedure using the device because the device was restored by turning on and off the power switch of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.